Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture, failure to sense and low pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.